Manufacturer narrative:
An ultraflex esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 7.5cm. The retracted suture thread was knotted around the shaft and a white thread was tied around the stent crochet. The thread appeared to have been intentionally tied around the stent suture and was preventing the crochet from unraveling in order to deploy the stent. During the product analysis, the white thread was pulled and it released itself from the stent crochet and the investigator was able to deploy the stent with no resistance noted. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Although a white thread was found to be tied around the suture, it is not possible to determine when or where in the complaint event the thread was attached to the device. The manufacturing area does not have white thread material which could have possibly been used to tie around the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be used to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stricture was dilated up to 33fr prior to stent placement. During deployment, the ultraflex esophageal ng stent would only deploy halfway and then stop. The stent was removed from the patient partially deployed on the delivery system as the physician was unable to deploy it any further. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
UDI= (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be used to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stricture was dilated up to 33fr prior to stent placement. During deployment, the ultraflex esophageal ng stent would only deploy halfway and then stop. The stent was removed from the patient partially deployed on the delivery system as the physician was unable to deploy it any further. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.